Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6)2024 in ventricular tachycardia (vt), previously having permanent atrial fibrillation, and was shocked 30 times by their implantable cardioverter-defibrillator, after which they converted to a normal sinus rhythm. The patient was initially inappropriately anticoagulated, and then started heparin on (B)(6) 2024 after their international normalized ratio (inr) was found to be 1.64. On (B)(6)2024 the patient experienced an ischemic stroke, showing disorientation/altered mental status and difficulty speaking, and with their system controller showing low flow alarms. Stroke was diagnosed via computed tomography angiography (cta) of the head and neck and computed tomography (CT) of the head without contrast. Afterwards, the patient continued being treated with anticoagulants and fluid bolus. The low flow alarms resolved, but the altered mental status did not initially resolve. Supportive stroke care (speech and occupational therapy) was started and continued for the patient. Post-stroke, a provider at the bedside was concerned about an inflow cannula obstruction and briefly dropped the fixed pump speed below the low-speed limit, causing a low-speed alarm. An echocardiogram was performed and found no obstruction or thrombus in the inflow cannula. Event log files were submitted for review and captured the low flow alarms on (B)(6)2024, as well as several momentary low flow events. The log files also captured low speed advisory alarm flags recorded during adjustments to the pump speed settings. There did not appear to be any external mechanical circulatory support (mcs) equipment issues causing these events. The patient was kept admitted while a determination between inpatient rehabilitation and outpatient therapy was made.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms consistent with a material, such as thrombus, passing through the pump; however, thrombus could not be confirmed through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. A low flow hazard alarm was captured at 13:13:42 on (B)(6) 2024 with estimated flow values reaching as low as 0.2 lpm. This alarm lasted approximately 3 minutes and 44 seconds. A transient low flow hazard alarm was captured between 13:17:43 and 13:20:13. Another low flow hazard alarm was captured at 13:20:21 on (B)(6) 2024 with estimated flow values reaching as low as 1.6 lpm. This alarm lasted approximately 18 minutes and 22 seconds. Additionally, a motor instability lvad fault flag associated with rotor noise live info flag was captured on (B)(6) 2024 at 13:56:43. The observed events are consistent with a material, such as thrombus, being ingested into the pump, occluding flow, and then making contact with the rotor. Despite these events, the pump continued to operate at the set speed without issue. No other notable events or alarms were captured. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, stroke and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6 of the IFU (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.